Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump has possible motor anomaly. The customer¿s blood glucose level was 9.4 mmol/l at the time of the incident. Customer¿s mother reported when attempting to load the reservoir, the piston is not moving. When pressing and holding load, the insulin pump is automatically progressing to next without touching the reservoir. Was unable to complete displacement verification test. The customer was advised to discontinue use of the insulin pump and stated the insulin pump will need to be replaced. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. However, unit received with stuck piston and unable to prime due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test, displacement test or displacement accuracy test due to motor anomaly.